Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were clotting , no report of medical interventions or serious injury.